Manufacturer narrative:
Ortho clinical diagnostics (ocd) quality assurance performed retained testing of this lot of product. Satisfactory results were observed. This medical device report is being submitted for a product complaint received from outside the us, in which a similar product is distributed in the us.